Manufacturer narrative:
The subject cv-170 and camera head otv-s7h-1n has not been returned to omsc yet. Omsc will investigate the subject cv-170 and camera head otv-s7h-1n to identify the root cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2018, the subject cv-170 and camera head otv-s7h-1n were used for submucous correction of nasal septum procedure. During the procedure, the noise of light source has been found. And when bleeding occurred, the endoscopic image produced significant color differences and blood seemed purplish. The user replaced the subject cv-170 and camera head otv-s7h-1n with the spare products, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject cv-170 was not returned to olympus medical systems corp. (Omsc), omsc could not investigate it. Omsc checked the device history record of the subject cv-170, and there was no irregularity found. Omsc received following information as the investigation result by an olympus local engineer. The subject cv-170 was connected the visera video system center otv-s7v camera head otv-s7h-1n (olympus asset) and the telescope a70941a (olympus asset) to confirm the endoscopic image, but the reported phenomenon was not reproduced. Color bar output of the subject cv-170 was normal. Color chart was set on dark box and compared color of the subject cv-170 with olympus asset one. But no difference was found. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced in the investigation by olympus local engineer and omsc could not investigate the subject cv-170. However, based on the reported phenomenon and the investigation result by olympus local engineer, omsc surmised that the reported phenomenon was possibly caused by the following. Partial disconnection of the camera head cable. The circuit board, which controls color balance, in the subject cv-170 did not work properly. The circuit board, which performs noise processing in the endoscopic image, in the subject cv-170 did not work properly. The cv-170 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report # 8010047-2018-00194.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) received information that there was no abnormality with visera video system center otv-s7v camera head otv-s7h-1n which was used in combination with the subject cv-170. The root cause of this event could not be conclusively determined. Because the reported failure phenomenon, which was the significant color differences of endoscopic image, could not be reproduced in the investigation by olympus local engineer and omsc could not investigate the subject cv-170. However, based on information which was received so far, omsc surmised that the reported failure phenomenon was possibly caused by the following in theory. The circuit board, which controls color balance, in the subject cv-170 did not work properly. The circuit board, which performs noise processing in the endoscopic image, in the subject cv-170 did not work properly. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report # 8010047-2018-00194.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".